Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, moisture damage was found on the keypad traces. No ramping of numbers or scrolling bar moving anomaly noted. The insulin pump has minor scratched display window, cracked display window at bottom right side corner, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump began to scroll on its own through the numbers. Customer's blood glucose was 60 mg/dl. The insulin pump had been splashed by water. Customer was advised to discontinue use and revert to back-up plan. Nothing further reported.